Event description:
It was reported that the patient was revised due to a loose tibial component.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: a complaint history search yielded no additional complaints against the tibial plate item/lot combination. The articular surface was found to be an incompatible size to the implanted femoral component, which may have been a contributing factor in the loosening of the tibia as this is a potential risk associated with this incompatible pairing. A field action was initiated in march 2012 related to this incompatible pairing, please reference the report above for additional information. Evaluation codes: the returned tibial plate has the remains of some bone cement to the backside of the medial edge of the tray. Some additional spots of bone cement are noted on the medial edge of the post. Additionally, some scratches are noted on the device which was likely caused during device removal. The device was found to meet dimensional specifications as measured. The articular surface shows some wear to the medial and lateral edges of the articulating surfaces. Device history records for the tibial component indicate all components were manufactured and inspected to specifications.